Event description:
Dexcom g6 cgm. Had been using for some weeks. Changed sensor and had local reaction to adhesive or the liquid adhesive added-itching, red burning bumps, redness. Persisted so changed to opposite arm with next site having same symptoms. Original site persisting for the last 20 days with itching, etc, but too expensive to change sensor site. Did not use the additional liquid adhesive second site. No issues prior to this refill. FDA safety report ID# (B)(4).